Event description:
The customer reported that the device jaws could not be re-opened during a laparoscopic-assisted vaginal hysterectomy. The device knife was reported as being exposed. The surgeon opened another instrument and completed the procedure with further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.